Event description:
The customer complained of questionable sodium results for an unknown number of samples. He also complained of calibration failures. He provided data for two samples, one of which had an erroneous result reported outside the laboratory. The initial sodium, generated at 21:35 on (B)(6) 2014, was 126 mmol/l and was reported outside the laboratory. The doctor questioned the result. At 00:18 on (B)(6) 2014 a repeat result of 137 mmol/l was obtained and a corrected report was created. The customer stated the patient was treated for low sodium. The customer was unable to provide further details. There was no allegation the patient was harmed by the treatment. The lot number and expiration date of the sodium cartridge were requested but not provided. The field service representative determined there was a fluidic failure due to the reference solution tubing being damaged. He replaced the tubing and primed reagents. During calibration the field service representative discovered that one of two sets of ion selective electrode reagents was failing calibration. He replaced the reagents. He performed system checks and verified the results. The operator calibrated, ran controls, and verified the results.

Manufacturer narrative:
The investigation was unable to determine a specific cause with the information available. Additional information was requested but not provided.

Manufacturer narrative:
It is unknown if the initial reported sent a report to FDA.